Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref#(B)(4). Summary of investigational findings: an 87-year male patient underwent ivc filter placement with an igtcfs-65-1-fem-celect-pt (complaint device) from right femoral approach. During deployment the filter was detached from the catheter but would not open. Therefore, the filter was retrieved successfully with a clover snare and the procedure was then successfully completed with an internal jugular filter of the same type. The doctor speculated that the filter would not open because of plaque or being inside a dissection plane, but no device malfunction was suspected. The device was not returned. A single fluoroscopic image is provided. An imaging review of the provided image is performed by an imaging expert. The images submitted for review shows that neither primary nor the secondary filter legs have expanded. The filter is still in a collapsed configuration similar to that when it is within the deployment sheath. Given the overall configuration of the ivc filter, the image reviewer would agree that the filter was either deployed within potentially thrombus, thrombus formed within the sheath, or the end of the filter inadvertently punctured through the wall of the ivc at some point and this was restricting the filter from expanding. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref (B)(4). Occupation: inventional radiology (ir) supervisor. PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: upon insertion of the filter, the filter detached from the catheter but would not open. It was retrieved successfully with a clover snare. The procedure was then successfully completed with an internal jugular filter of the same type. The doctor speculated that the filter would not open because of plaque or being inside a dissection plane. He does not think that the device malfunctioned. Patient outcome: the patient did not experience any adverse effects or required additional procedures due to this occurrence.